Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicate that the device is 6 years old. The ats 1200 operator and service manual recommends calibration be performed every six months. It is unclear if this device is calibrated on a regular schedule. A visual inspection found that the device met all performance specifications. When evaluation was performed, it was unable to re-produce the problem and no determination could be made for a cause for the reported complaint. The device was serviced and returned to the customer.

Event description:
Initially it was reported that the zimmer ats 1200 was not holding pressure. Additional clinical follow up with the hospital on (B)(6) 2011 indicated that a new cuff was used and tested pre-procedure. Biomed in the operating room, checked and calibrated the tourniquet unit twice with each attempt of inflation on the patient failing after each calibration. The total time used for troubleshooting, calibrating, re-prep, cuff reapplied, and re-draping of the patient equaled 1 hour operating room time and increased anesthesia.